Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test or verify e13 or a13, e20 alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call watchdog timeout alarm and rtc internal clock comparison error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer replaced the battery on the insulin pump, the issues remained and the insulin pump went blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.